Event description:
The patient had a primary surgery (posterior fusion on oc-c2) in 2006, however was revised (the bone graft was removed and cleansed) two days later. Recently (exact date is unk but in 2007), it was found that the one side of blocker at c2 was disassembled.

Manufacturer narrative:
No product is available for evaluation. Additional information has been requested, and if received will be provided on a supplemental.